Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer reported that the device was exposed to water. Customer stated that he got into the pool. Customer stated pump is vibrating without an alarm and the pump display went blank immediately after pump exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. No vibrating or constant tone was noted. The pump was received with a corroded motor home switch. The pump was received with minor scratches on the case and lcd window.